Event description:
A malfunction alarm occurred during pumping with the customer's pump. There was no reported impact to the customer's blood glucose level. Customer service assisted the user in loading a new cartridge using the correct technique, and the customer successfully resumed insulin therapy.